Manufacturer narrative:
Additional codes added to section h6 evaluation codes result and conclusion. Device evaluation summary: the replaced tamura (taiyo yuden) power supply was returned to medtronic for failure investigation. Although the field service engineer replaced the power supply, the returned part was visually inspected and functionally tested with no anomalies observed. There was no malfunction or product deficiency identified on the returned power supply. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while in use on a patient, the 840 ventilator shut down; the unit was noted to have lost all power.

Manufacturer narrative:
Evaluation codes a service engineer (se) inspected the device and found that when the switch was turned on, there was no activation of power from the ventilator. The power light did not illuminate. The se replaced the power supply to address the issue. During evaluation, the se replaced the oxygen sensor since it would not calibrate. The unit passed performance verification testing. The unit was noted to be needing preventative maintenance. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
At this time, medtronic has not received the suspect device/component from the customer for evaluation, nor has a medtronic service engineer evaluated. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while in use on a patient, the 840 ventilator shut down. The patient was placed on an alternate ventilator without harm or injury.